Event description:
It was reported that the patient presented asymptomatic and in atrial fibrillation. The pulse generator was in vvir, 60 ppm, 2.0 mv sensing unipolar-tip. There were 27 high ventricular rate (hvr) episodes recorded. One week prior, 4700 hvr episodes were recorded. Noise was not reproducible with pocket stimulation. The stored egm configuration was programmed to unipolar-ring. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.